Event description:
It was reported that during a bph surgical procedure three fibers were noted to be flashing and did not work at all. The surgery was completed with an alternate procedure "open protoscope". Patient outcome: "no injury to the patient" reported. This report is for second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-620a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Updated information: fist fiber started flashing @ 10,562 joules and 2:47 minutes. Second fiber started flashing @ 7,367 joules and 1:47 minutes. Third fiber flashed @ 14,797 joules and 2:37 minutes.

Manufacturer narrative:
Follow-up type: updated to reflect correction. Follow-up #: number sequence corrected to reflect MDR follow up number 01. Instead of MDR follow up number 02 filed on 31oct2016. Description updated. Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber 0010-2400-620a-2146: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Updated information: fist fiber started flashing @ 10,562 joules and 2:47 minutes. Second fiber started flashing @ 7,367 joules and 1:47 minutes. Third fiber flashed @ 14,797 joules and 2:37 minutes.